Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient liked her current implanted device better. The patient said her previous device was not MRI compatible, hard to charge, it took forever and it was not comfortable as she had to stay in one position when she would recharge. The patient stated that she had to put the antenna directly on skin and the charge wouldn't last as long and it kept getting worse. No further complications were reported/anticipated. [Refer to (B)(4) for information regarding controller died].